Event description:
It was reported that during removal, the needle base (plate) separated. This may have the risk of user needle stick. It was reported this occurred with eleven devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during removal, the needle base (plate) separated. This may have the risk of user needle stick. It was reported this occurred with eleven devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism failure was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. No obvious use residues were observed. The device was received in its original opened packaging. The safety plate was received completely detached from the needle shaft. Microscopic inspection of the safety plate revealed the metal sleeve to be missing. Inspection of the yellow plastic collar did not reveal any deformation or damage. The safety mechanism detachment was caused by the absence of the metal sleeve within the safety mechanism collar, which is intended to interact with the huber region of the needle to secure the needle tip. The undamaged yellow plastic collar indicated that the sleeve had been omitted during device assembly. The device is a supplied component and the supplier has been notified of this event.